Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty with charging, including extended and frequent charging requirements. As a result of this situation, the implantable pulse generator (ipg) was replaced. The explanted device was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be satisfied with the results.